Event description:
It was reported that the right ventricular lead was oversensing t-waves resulting in the device reporting 1 vf episode and 102 non-sustained tachycardia (nst) episodes over the last year. Lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.